Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer wanted to know how to fix this error code 232.6040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 channel error. Technical support: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. A review of the device history record for sn: (B)(6) was performed from date of manufacture 11/18/2012 to present date 01/17/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer wanted to know what can he do to fix the channel error. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.

Event description:
It was reported that the customer wanted to know how to fix this error code 232.6040. There was no patient involvement.